Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. The target lesion was located in the coronary artery. After rotational atherectomy was performed, a 2.50 x 32 synergy drug-eluting stent was inserted into the guide wire. However, it was noted that the stent was not mounted in the delivery system and was found in the catheter table. The procedure was completed with another 2.50 x 32 synergy drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged its entire length with stent stretched. The maximum crimped stent profile as per manufacturing data was reviewed and was within specification. The stent protector inner diameter of the returned device was measured and was within specifications. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. The target lesion was located in the coronary artery. After rotational atherectomy was performed, a 2.50 x 32 synergy¿ drug-eluting stent was inserted into the guide wire. However, it was noted that the stent was not mounted in the delivery system and was found in the catheter table. The procedure was completed with another 2.50 x 32 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.